Event description:
During service for an unrelated issue the manufacturers field service engineer (fse) found the backup battery failed testing. The fse replaced the backup battery to resolve the finding. No patient involvement. The device passed all applicable testing.